Event description:
It was reported that; patient complains of 'squeaking' coming from his lower back.

Manufacturer narrative:
The customer reported event was confirmed via correspondence with the sales representative. Visual, dimensional and functional analysis could not be performed as the device was not returned. The device is still implanted. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; patient complains of 'squeaking' coming from his lower back.